Manufacturer narrative:
(B)(4). Lot number unknown / not provided. Additional PMA/510(k) numbers k013227 / k953101.

Event description:
It was reported that the hla3g abutment loosened.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complainant indicated that the ¿patient complained of crown wobbling¿. The complaint could not be verified, as the abutment was not returned and the exact details and condition of device usage could not be replicated. A definitive root cause could not be identified for the reported event.